Event description:
Event description guidant received information that this pacemaker was found to be almost at elective replacement time, at the 6 month follow up visit. The threshold and impedance measurements were normal. The patient is pacemaker dependent and will have the pacemaker replaced within 3 months. The field representative has inquired if this device is included in the new capacitor advisory, if it is the device will be replaced sooner.